Event description:
Customer obtained results of 122mg/dl, 73mg/dl, 101mg/dl, 57mg/dl and 51mg/dl within 10 minutes on the accu-chek active system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.